Manufacturer narrative:
Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted due to incessant back pain. A log file was sent in for review which found abnormal pump stops, low speed advisories, and low flow hazard events on (B)(6) 2021. The patient was changed from a normal patient cable to an ungrounded cable. Driveline x-rays indicated shield deterioration near the connector end bend relief. A distal end repair was scheduled for (B)(6) 2021. No additional information was provided.

Manufacturer narrative:
This event was determined to be a duplicate and was reported under MFR # 2916596-2021-03843. The investigation results and conclusion codes will be reported in the target MFR. The manufacturer is closing the file on this event.